Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). The product is stored according to specification (living room). Customer had another vial of test strips, same lot number. During the call, a blood test was performed by the customer and produced error message (e-2) using the meter. At the time of the call, the customer reported symptoms of feeling shaky, anxious, nervous and blurry vision. Medical attention was not needed at the time.

Manufacturer narrative:
Sections with additional information as of (B)(6)-2021: d8: was this device serviced by a third party. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications added: most likely underline root cause : mlc-014 insufficient blood sample applied to strip (user).